Manufacturer narrative:
Results: the benchmark was ovalized approximately 114.0 thru 121.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed that the distal tip was ovalized. If the peel-able sheath (supplied by penumbra) is not used during insertion of the benchmark into a parent catheter, damage such as ovalization may occur. The ovalization in the benchmark likely contributed to resistance experienced during insertion of the benchmark into the neuron max. The neuron max identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, while attempting to insert a benchmark into a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and just the tip of the benchmark would only advance into the neuron max; therefore, the benchmark was removed. The procedure was completed using another benchmark and the same neuron max. There was no report of an adverse effect to the patient.